Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring had loosened and the reservoir was not locking in place. Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 486 mg/dl at the time of the incident and treated with syringe. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with some scratches on the belt clip rails. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).